Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system explant due to device erosion and infection. The product was explanted. No additional adverse patient effects were reported. The product is not expected to be returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system explant due to device erosion and infection. The product was explanted. No additional adverse patient effects were reported. The product is not expected to be returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the reportable event of surgery.